Event description:
It was reported that the patient experienced shortness of breath and was unable to find a pulse. It could not be determined if capture management from the implantable pulse generator (ipg) device, which also occurred at the time was related to the patient¿s symptoms. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.